Event description:
The customer reported investigating if a morphine piggyback infusion was set up properly on the pump module for a patient diagnosed with end of life care. A morphine drip (100mg/100ml) was started at 1:15pm at dose 2mg/hr and rate 2ml/hr. Then at 02:57pm, the pump alarmed for air-in-line and the infusion bag (100ml) was found empty. It was later clarified that "upon further investigation, all bd products involved performed appropriately." The customer stated it was unclear if an overdose occurred since the patient¿s oxygen saturation was 93% on 3l nc (nasal cannula), systolic blood pressure was 79-86, heart rate 113 and respiratory rate 14-17. However, the patient did require an intervention, and received 2 doses of naloxone IV 0.04mg due to the event.

Manufacturer narrative:
The report of an over infusion possibly due to programming errors was not confirmed in the logs nor reproduced during testing. Inspection: the returned pcu was received in fair condition. The instrument seal was intact. Dried fluid was observed on the female iui, male iui, and on the rear case under the male iui. Dried fluid and corrosion observed on the ground plate under the keypad ground cable/screw. The boards were observed in good condition and all cables were observed fully seated. Damage observed on the isolation ribs of the male iui. Battery observed manufactured by 3rd party (date: 02/2020). Log analysis: the customer provided an event date on (B)(6) 2020 between 1:15 pm and 2:57 pm. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed that the pcu was powered on at 1:13 pm on (B)(6) 2020 and new patient and same profile (critical care) were selected. At 1:15 pm, the suspect device lvp (sn: (B)(6) was selected and programmed with an infusion of morphine (drugid= 278) to infuse at a rate of 2 ml/hr (vtbi= 80 ml). At 2:57 pm, the suspect device was selected and the doe was changed to 3 mg/hr (calculated rate= 3 ml/hr) but the device was paused fourteen (14) seconds later. At 3:01 pm the suspect device was channeled off. At 4:02 pm, the pcu was powered off. Total volume infused= 3.382 ml. No obvious programming errors were observed. Testing: the event administration set was not returned for investigation and could not be tested. The suspect lvp sn: (B)(6) was not returned for investigation and could not be tested. Testing of the pcu showed the infusion was successfully programmed and dose was changed as expected. The root cause of an over infusion possibly due to programming errors was not identified. Device history: review of the pcu (sn: (B)(6) service history record showed that the device was manufactured on 03/06/2013. A review of the device service history record was performed beginning from the date of manufacture to the present date (1/7/2021) and indicated that this device has been previously returned for the following service: on (B)(6) 2016, broken/damaged- rear case replaced due to a broken dome. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Manufacturer narrative:
Patient diagnosis: end of life care.

Event description:
The customer reported investigating if a morphine piggyback infusion was set up properly on the pump module for a patient diagnosed with end of life care. A morphine drip (100mg/100ml) was started at 1:15pm at dose 2mg/hr and rate 2ml/hr. Then at 02:57pm, the pump alarmed for air-in-line and the infusion bag (100ml) was found empty. It was later clarified that "upon further investigation, all bd products involved performed appropriately." The customer stated it was unclear if an overdose occurred since the patient¿s oxygen saturation was 93% on 3l nc (nasal cannula), systolic blood pressure was 79-86, heart rate 113 and respiratory rate 14-17. However, the patient did require an intervention, and received 2 doses of naloxone IV 0.04mg due to the event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
The customer reported investigating if a morphine piggyback infusion was set up properly on the pump module. It is unknown if there was patient harm. Although requested, further information was not provided.